Event description:
It was reported that at the beginning, a laparoscopic myomectomy procedure, the blade broke off device after approx five to six activations. On max, back-scoring while incising capsule of fibroid. Relax pressure on blade error occurred twice, remove instrument from patient, clean device, replace instrument errors were seen. The device was extracted from patient and blade completely detached from instrument. Case completed with another device of the same product code. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the blade tip broke off and not returned. During functional testing on a generator the device gave an error instrument error. The device will stop activating, and either emit a solid tone or display an instrument error code on the generator display when the blade becomes damaged. The device was disassembled and the break was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure. The analysis concluded that the blade broke off due to contact with the clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin.